Event description:
Pt found to have blisters on buttocks and near sacral area after using heating pad. Pt had reportedly been instructed not to lie on heating pad, but said she did it all the time at home. Heating pad started 10/11/95 blisters discovered 10/12/95. Heating pad discontinued at this time.